Event description:
The device did not do what it was supposed to do. It is designed to light up the fiberoptics when plugged into the console which is the electric source. The device was "dead", did not light up. The console worked when a new fiber 600 was opened and plugged in, so the console was ruled out and the procedure was completed. There was no significant delay to the procedure, or harm to the patient.

Event description:
The device did not do what it was supposed to do. It is designed to light up the fiberoptics when plugged into the console which is the electric source. The device was "dead", did not light up. The console worked when a new fiber 600 was opened and plugged in, so the console was ruled out and the procedure was completed. There was no significant delay to the procedure, or harm to the patient.